Manufacturer narrative:
Upon analysis, visual inspection of the lead did not find any anomalies. A test guidewire was obstructed at the distal tip due to dried blood but was able to be withdrawn with light traction. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. The field report of guidewire withdrawal failure was not confirmed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
UDI: (B)(4).

Event description:
During lead implant, the guidewire could not be withdrawn from the lead. The lead was removed and another lead was successfully implanted. No adverse consequences for the patient.